Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2526, awareness date 05-nov-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2009. After about 3 years the consumer began to suffer from unexplained bloating, severe rashes, acne, 50lbs weight gain within a 6 month period, very heavy periods, bleeding up to 10 days per cycle, ovarian cysts, headaches, joint aches, abdominal pains, depression, anxiety and ibs (irritable bowel syndrome). In 2014, she underwent a total hysterectomy. She stated that at the time of reporting, about 95 percent of her symptoms had cleared up but she was still suffering from joint pain and adrenal fatigue as a result of her body fighting so long and hard against the inflammation from the essure device. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after 3 years started experiencing abdominal pains. She underwent a total hysterectomy 5 years after essure insertion, and the pain cleared up. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. Given the nature of the reported event, the lack of an alternative explanation, and since the pain resolved after hysterectomy, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.